Event description:
Caller reported a malfunction on the pump, which occurred after passing through an airport metal detector. There was no adverse impact to the customer¿s blood glucose level. Customer intended to perform a pump reset independently, as advised by cts, with instructions available on tandem's website, and stated they would call if further issues arise.